Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, handling, and/or other issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a pinhole in the serpentine (insertion) tube of the subject device. There was no patient or user injury reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the coating of the insertion tube had fallen off. This report is being submitted for the malfunction identified during the evaluation of the device (coating had fallen off).

Manufacturer narrative:
During inspection and testing of the device, in addition to the coating of the insertion tube falling off, service found the insertion tube was crushed and wrinkled, due to an external factor. Due to the coating of the insertion section falling off, there was a leak from the insertion part. The bending angle was insufficient due to elongation of the angle wire. The forceps could not be smoothly inserted into the forceps channel. The operation part, the switch box, the grip, the angle lever, the up/down plate, the universal cord, the operation part side of the universal cord part, the video cable, the video connector, the light guide connector, the video connector case, and the up/down angle lock lever were scratched due to external factors. The label on the light guide connector was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.